Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly during a pass through the left arcus tendineous, and was caught inside the capio device. The physician then cut off the leg assembly, threw a suture at the tissue site and tied down the mesh. The procedure was completed with this device without any complications to the patient, who is reportedly "ok" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).